Event description:
Primary surgery/instrument failure: the surgeon came across a poly that would not impact. Everything seemed correctly done. There was a 20 minute delay while the surgeon had to order up from sterile the broken screw set and then remove the tap that had broken off in the patient's glenoid.

Manufacturer narrative:
Unique identifier was corrected. Manufacturer narrative: the reason for this complaint was to report a poly that would not impact. There was a delay in surgery while they had to order up from sterile the broken screw set and then remove the tap that had broken off in the patient's glenoid. The healthcare professional indicated there was a 20 minute delay in surgery and another suitable device was available for use. The surgery was completed as intended. To date the reamer guide has not been returned to djo surgical for investigational review as outlined in (B)(4) after issuance of the return product receipt (rpr). It has been in excess of 53 days from the date created and the agency did indicate that the instrument would be returned for evaluation. A review of the product complaint report history showed previous complaints but there were no indications that this instrument has a design or material deficiency. Summary of complaints: 2 functional, 14 dull/worn, 1 locking mechanism damaged, 5 seized/galled, 3 threads damaged/galled, 24 bent, 20 broke/cracked/damaged, 5 end of life, 21 blank. The reported lot number was incomplete, therefore this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. With the partial lot number given (at revision f) it is estimated that the instrument may have been in service for over 2.4 years. The root cause for the initial problem cannot be determined with confidence as the instrument was not returned for investigational review. Instruments are subjected to heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to instrument instruction for use (IFU) IFU 0400-0146 "recommendations for the care and handling for djo surgical instruments. No further evaluation can be made for this event. This customer complaint will be closed. If the device is returned a complaint amendment will be initiated per global work instruction 5000.053. No containment of inventory required, material or design issues cannot be identified.